Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer opened the implantable neurostimulator outer covering and noticed a hole in the sterile packaging in the inner layer of the tyvek lid. There was no outer damage to the box. The device was not used.